Event description:
It was reported that during the implant procedure, the lead was unable to be positioned into place. The lead was not implanted. The patient was stable during and following the procedure.